Event description:
It was reported that the user experienced two hypoglycemia events while using the ilet with a dexcom g6 sensor, with blood glucose readings of 73 mg/dl followed by 61 mg/dl, after which the user treated with juice and glucose tablets; the user noted the ilet alarmed for low glucose during sleep and reported uncertainty regarding the cause. Symptoms included spotty vision, weakness, and disorientation. Outcomes included recovery with oral glucose, with blood glucose subsequently trending upward to 89 mg/dl and no medical intervention or hospitalization reported. Investigation included a troubleshooting and education interaction, during which the user declined a follow-up call and was advised to contact support if further assistance was needed. Investigation of this case revealed no device malfunction reported and no confirmed sensor or pump hardware issue, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.